Manufacturer narrative:
The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation surgery for the humeral shaft fracture. During the procedure, the surgeon attached the drill sleeve to a plate and performed drilling. When he drilled for the third screw, the drill bit broke in the contralateral cortex. The surgeon used 2.0 mm drill to reach the broken fragment and could remove it by pliers. The surgery was delayed by less than thirty (30) minutes. The surgeon commented that he felt some difficulty in drilling because the bone quality of the patient (in 20¿s) was good. Patient outcome is reported as stable. No further information is available. This report is for one (1) 2.8mm drill bit/qc/165mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: product code: 310.284, lot: 2663681, manufacturing site: bettlach, release to warehouse date: november 08, 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. Depuy synthes then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that approx. 8 mm from the fluted tip section is broken off. The cutting edges at the tip slightly worn. The shaft and coupling are otherwise still in good condition. Dimensional analysis did not detect any deviation from the specification. A manufacturing record evaluation was performed for the sterile and non-sterile device batch number, and no non-conformances were identified. Raw material inspection sheet met all inspection acceptance criteria. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a combination between intense use, age (more than 10 years), and a mechanical overload during use did lead to breakage of the device. In this context, we would like to draw your attention on page 4 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.